Event description:
It was reported to boston scientific corporation that an advantage fit system (MFR report#3005099803-2013-14820) and an uphold vaginal support system (MFR report#3005099803-2013-02000) was implanted on (B)(6) 2011 according to the patient, she suffered pain and dyspareunia, and had three additional surgeries. The last surgery consisted of mesh removal and vaginal reconstruction. According to the implanting physician: the patient was implanted with an uphold vaginal support system using a linear incision during a cystocele repair with uphold, advantage fit sling, and cystoscopy procedure on (B)(6) 2011. There appeared to be good support of the attachment of the lateral legs of the mesh to the sacrospinous ligaments. The cervix was retracted superiorly and provided good support. Cystoscopy revealed no perforations or lacerations of the bladder or urethra. The patient was in stable condition post-operatively. (B)(6) 2011: during a follow-up, the patient complained of light bleeding post-operatively, but presented with yellow vaginal discharge. She denied itching. The physician noted a vaginal mucosal defect along the suture line 4cm in length x 2cm wide. The mesh was exposed through the suture line. 64) 2011: the patient presented with a defect in the anterior vaginal mucosa approximately 4-5 cm in length. (B)(6) 2011: exam impression: breakdown of the anterior vaginal mucosa from the cystocele repair. (B)(6) 2011: out-patient procedure under anesthesia was performed by implanting physician to reapproximate the defect. The defect was noted to measure approximately 5cm in anteroposterior direction, and approximately 3cm in transverse direction. The edges of the vaginal mucosa had become adherent to the sides and had to be bluntly freed up from the underlying submucosa on each side. There was not much mucosa to reapproximate, but it was done in two layers with a running lock stitch. The patient had good hemostasis and was stable post-procedure. (B)(6) 2011: the patient had no complaints during a post-op visit. (B)(6) 2011 post-op: vaginal mucosa holding together; staying intact. Patient advised to continue premarin vaginal cream at bedtime. Recheck in 1 month to determine when sexual relations and exercise can resume. (B)(6) 2011 post-op: patient complained of vaginal discharge. Physician noted reoccurrence of vaginal defect. Patient referred to a urogynecologist, whom she consulted with on (B)(6) 2011. (B)(6) 2012: pre-operative diagnosis: mesh erosion 2cm x 1cm, non-pliable vaginal wall, dyspareunia, prolapse. Surgery performed by consulting urogynecologist: under general anesthesia, removal of mesh from the vagina, anterior repair, mcindoe with graft for vaginal caliber enlargement, cystoscopy. Majority of the mesh was removed intact without severe constriction at the mid-vagina. After the mesh was removed, some vaginal skin which the mesh had eroded into also had to be removed. Some of the mesh had gone into the cervical anterior lip and was also removed. There was not adequate vagina left to close without severe constriction at the mid-vagina; therefore, relaxing incisions into the ischiorectal fossa on the right were made and a fascia lata grafted there. Fascia lata was necessary in order to increase the vaginal caliber to normal after closure of the vaginal skin. Mesh and scar tissue specimens were removed. The suburethral sling was not removed as this was not eroded. Patient stable; prognosis excellent. Post-operatively: good vaginal length and caliber, and no constriction rings. No foreign body in bladder or urethra. Bilateral spill of urine from both ureteral orifices. Normal rectal exam. (B)(6) 2012, the patient was using estrace cream, vicodin, and ibuprofen (specifics unknown). 64) 2012 follow-up assessment: still leaning forward in order to urinate. Urgency with the sound of water, but no accidents. Dyspareunia; no intercourse because of feeling of pressure the next morning. Advised to continue estrace cream. Otherwise, doing well. Graft well-healed.

Manufacturer narrative:
(B)(6).